Event description:
It was reported that the lead bipolar impedance increased from 450 ohms to 1732 ohms. The unipolar impedance is 887 ohms, now is programmed to unipolar polarity. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.